Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported not being able to obtain readings from the adc device when using the librelink application. As a result, the customer experienced symptoms described as severe hypoglycemia, feeling cold, trembling, was not responsive to questions and was unable to self-treat. The customer received third-party intervention by daughter who provided 1 or 2 glucose tabs, 240ml of orange juice, and two small pieces of cheese for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported not being able to obtain readings from the adc device when using the librelink application. As a result, the customer experienced symptoms described as severe hypoglycemia, feeling cold, trembling, was not responsive to questions and was unable to self-treat. The customer received third-party intervention by daughter who provided 1 or 2 glucose tabs, 240ml of orange juice, and two small pieces of cheese for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps the device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.